Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that power on reset occurred in the device. Also noted was the patient had completed their last radiation therapy session the same day. Device parameters were reset and the device remains in use. No patient complications were reported as a result of this event.